Event description:
It was reported that the doctor was performing an ilc procedure and the doctor received blackbody errors with a total of four laser fibers. Add'l treatments were needed; however, the doctor decided to stop the case. The pt will be rescheduled for add'l treatments. No pt consequence occurred.